Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.